Event description:
A few minutes into the procedure the surgeon noted the pump running inappropriately and the pump was immediately shut down. There were no alarms and the pump pressure limit was set at 50, appropriate for the procedure. The shoulder was drained and the procedure was terminated and rescheduled to allow the joint to stabilize. The manufacturers rep was in the room and noted that the pump was properly set up. The disposables were retained and are available.======================manufacturer response for irrigation pump, fms solo (per site reporter).======================sending loaner unit and will evaluate after they receive device, currently sequestered at the facility until arrival of the loaner anticipated on 14th.